Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard flat sheet mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against bard flat sheet mesh. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard flat sheet mesh on (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against bard flat sheet mesh. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with complex ventral hernia with complex abdominal wall defect thereby underwent open repair with implant of bard flat mesh and biological mesh. Per operative notes, ¿the abdominal wall fascial defect was identified. The tissue rearrangement was done using biological mesh and large bard flat mesh was placed over the abdominal wall and biological mesh sutured circumferentially.¿ (B)(6) 2013 ¿ patient had enterocutaneous fistula, recurrent incarcerated ventral hernia and abdominal pain, feculent smelling discharge. (B)(6) 2013 ¿ patient was diagnosed with enterocutaneous fistula , infected mesh and recurrent incarcerated ventral hernia thereby underwent open repair with removal of mesh and implant of biological mesh. Per operative notes, ¿ fistula draining out from lower midline was removed. Areas of scar tissue with dense adhesions were removed. The mesh was seen eroded into the bowel. The infected mesh was excised and recurrent hernia defect was repaired with biological mesh and sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.